Event description:
A report was rec'd which indicated that device leaked during filling at time of implantation. The device did not contact the pt, however device implantation was not completed. The device was removed and implantation was completed with a back up expander. The event is being reported in good faith although it is not clear whether the event constitutes a serious injury/adverse event. Mcghan medical corporation-carpinteria operation's policy is to resolve doubts in favor of reporting.